Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed.pairing with nordic bluetooth device passed. Tested on global transmitter final functional tester: passed. Share log review: loss of connection fshowed no data. The customer complaint cannot be confirmed with transmitter's hardware test results. The reported event of a loss of connection was confirmed.the root cause could not be determined